Manufacturer narrative:
The evaluation pending. Concomitant devices: (cn: 01-010-24-4195, sn: (B)(4)), mono rev stem std 24x195.

Event description:
As reported, a (B)(6) y/o male patient, who¿s primary tha was in 1985, presented with hip dislocations during hospitalization (B)(6) 2019 that required closed reductions. He completed antibiotic management with no new dislocation episodes and discharged on (B)(6) 2019, to a extended care facility. The case report form indicates this event is definitely not related to devices and possible related to procedure. This event report was received through clinical data collection activities. The case report form indicates this event was resolved on (B)(6) 2019 with closed reduction. No device removed, none to be returned.

Manufacturer narrative:
Section h10: (h3) the evaluation of the revision based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the dislocation, subsequent closed reduction, and medications cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition are the result of loosened supporting ligaments and muscles, which allowed for dislocation occurring due to the significant ligament reconstruction. (D11) concomitant devices: (cn: 01-010-24-4195, sn: (B)(6)) mono rev stem std 24x195. Section h11: corrections made in the following section(s): (b3) event date corrected from (B)(6) 2019.